Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported "door not fully latched" message was reproduced and confirmed through evaluation. This message was caused by intermittent operation of the lower link switch. The lower link switch was replaced.

Event description:
It was reported that a spectrum pump had a "door not fully latched" message. It was also reported there was no patient injury.